Event description:
The caller states that one of the seat mounting brackets is missing and the other 3 brackets are missing. The caller states that the entire seat back is loose and wobbly.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.